Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 88 mg/dl. The customer stated that he had to use more reservoirs than usual. He stated that he typically reused the infusion set, since he changed the reservoir in 2 days and the infusion sets, every 3 days. He stated that he was attempting to push insulin out with the plunger manually, but nothing came out. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He stated that insulin did not exit with a manual plunger push. Upon troubleshooting, the customer reported that the issue was resolved by a reservoir replacement. The customer was advised to replace the reservoir and infusion set and agreed to return the supplies for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.